Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A save to disk was sent in for engineering analysis and it was confirmed that the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. The patient is going to be monitored, and the physician anticipates having some months to do the replacement. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A save to disk was sent in for engineering analysis and it was confirmed that the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. The patient is going to be monitored, and the physician anticipates having some months to do the replacement. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A save to disk was sent in for engineering analysis and it was confirmed that the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.